Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited yellow foreign material in and around the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The results of the investigation could not conclusively specify the root cause of the foreign material remained in the device. The event is detectable/preventable by handling the device in accordance with the following IFU: "gastrointestinal videoscope olympus cf-lv1l/I operation manual chapter 3 preparation and inspection gastrointestinal videoscope olympus cf-lv1l/I reprocess manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.